Event description:
Customer reported high blood glucose level, suspected cause unknown, with highest reading at 369 mg/dl obtained using both cgm and bg meter. There was no adverse impact to blood glucose level. Customer took corrective action by administering a correction injection via mdi and received instructions from technical support to inspect and address issues with the infusion set and tubing. Despite presence of large air bubbles in the tubing, there were no issues with the infusion set or t:lock connection. The customer was educated on ensuring gaps or air bubbles are removed from the tubing to prevent delivery interference and planned to replace supplies and resume insulin therapy as necessary.